Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime or a33 test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery. Unable to verify a35 alarm due to motor error alarm. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that they changed the battery in his insulin pump had pump error alarm. No harm requiring medical intervention was reported. Customer reported they were able to clear the alarm. Customer not able to complete rewind. The insulin pump will be returned for analysis.